Event description:
It was reported the device exhibited a last error code 1260. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lens. The event history logs were unable to be downloaded due to the error code 1260 on the display. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause was the faulty microprocessor unit board and scratched lens. The lens and mpu board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.